Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was received.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported patient was having issues recharging their implant (ins) and the issue began around may 2023. Pt had originally been in contact with a different mdt rep before they got into contact with current mdt rep. Caller stated they met at an appointment and rep stated that the paddle and controller were both getting very hot and that they needed to get them replaced. Rep stated that they would get them replacement equipment, but the pt still has not received anything yet. During the call patient stated they could attempt to recharge the ins for 5 or 6 hours, but they would not get full charge and then the ins would go right back down(agent understood this as not enough charge level to last). The issue was not resolved. An email was sent to the repair department to replace the recharger and controller. Pt noted they were sent a new battery pack. Pt stated that helpedfor a little while before they started experiencing recharging issues. Caller stated that the pt had been in lots of pain without the ins. Caller stated pt had been sick which made getting the device working again difficult. Additional information was received from the manufacturer representative (rep). Rep reported that they initially spoke to patient on 2023-sep-25, but forgot to submit a report. Rep followed up with patient on 2023-nov-13. Pt stated they have received the new controller, but it needed to be programmed. Pt does not have their equipment with them to assist with setting up. Pt was currently away from home and will not be able to set up their new programmer until the end of november. Date set to follow up with patient at the end of november.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot# serial#: (B)(6), product type: recharger, product ID 97745 lot# serial#:(B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), b3: event date is year valid h3: analysis found no anomalies were visually observed. Poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.